Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system could not import data/patient exam via cd (compact disc). There was no patient present.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the system could not connect to the c-arm imaging system. The failure was not resolved. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received and was updated to reflect this information. Based on the information received, this event would no longer meet further reporting requirements as they were able to locate and load the exam. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system could not import data/patient exam via cd (compact disc). Additional information was received and it was reported that the patient exams could be loaded with cd-rom. The customer had needed to spend more time to find it. There was no patient present.